Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "periprosthetic seroma, changes in the coloration of the implant, and " suggestive of leakage".

Event description:
Healthcare professional reported right side "periprosthetic seroma, changes in the coloration of the implant, and " suggestive of leakage" . Device has been explanted.